Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump and instructed to continue using it while being advised to call back if the issue persisted.